Event description:
It was reported the patient did not have success with the pain management after being implanted. The patient was never able to get c overage in the areas they needed. It was noted that the lead had moved, which was confirmed via an x-ray. It was indicated the lead was placed back ¿exactly¿ where it had been previously and the patient still did not get coverage. A ¿signal¿ in the ribs was noted. An additional revision was performed and there was still no coverage. The patient again experienced ¿a lot of signal¿ in the abdomen and ribs. Reprogramming was attempted, but with no results. ¿some¿ coverage was achieved while at the healthcare provider¿s office, but after a ¿few hours or days,¿ the ¿energy¿ would move into the patient¿s ribs and abdomen. Multiple x-rays were taken, but there was no lead migration. It was added unit was ¿not working¿ and was ¿just sitting there.¿ it was unclear if all of the reported information pertained to the patient in this report. This information was originally reported under manufacturer report 3007566237-2013-02805 as a different patient reported the information on a forum. The patient in this file indicated that the patient¿s story in the referenced report ¿could be mine¿ and ¿they did the same (well a little different) to me. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).